Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 6, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the gel mod-rnd 250cc breast implant was found to be ruptured and received in three parts. Additionally, an anomaly was observed on the edges of the tear consistent with shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and device migration. Manufacturers reference number:(B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent primary breast augmentation surgery with a 250cc mentor memorygel breast implant experienced right sided rupture and migration post procedure. Patient stated that she felt her left implant was moving down and out to the side. As a result, patient underwent patient underwent bilateral removal and replacement with two 710cc mentor memorygel breast implants on (B)(6) 2021.